Event description:
The surgeon was using a biopsy forcep with an electrosurgical unit to ablate (remove) a colon polyp. The following day the pt had to be hospitalized and the surgeon performed a colon resection due to an approx 3/4" diameter perforation of the colon at the approx level of the polyp that had been ablated via electrocautery the preceeding day. The surgeon feels that the cautery unit may be defective i.e., the output that is being delivered to the pt is higher than the setting(s) on the unit indicate.